Event description:
It was reported that the patient had an episode of ventricular tachycardia (vt) upon device interrogation. The vt broke spontaneously and the patient then went into atrial flutter. The device did not mode switch due to atrial undersensing. The rep reprogrammed the device and mode switching occurred. The physician replaced the patient's electrolytes and no vt occurred. The rep went back the next day per physician request and the patient again was in atrial flutter. The device was undersensing the atrial arrhythmia still, and the rep reprogrammed the device further. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45, lead, implanted: (B)(6) 2007. (B)(4).